Event description:
A customer contacted beckman coulter inc. (Bci) regarding an elevated troponin (accu tni) result generated by the unicel dxc 600i synchron access clinical system on one patient's sample. Upon repeat an accutni result was in a different clinical range. The elevated result was not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Sample was lithium heparin plasma collected in a pst tube and centrifuged at 4,000 rpm for 5 minutes. Qc was within the customer's established ranges prior to the event. A system check performed on (B)(4) 2010 met specifications. A field service engineer (fse) was dispatched: the fse rebuilt the wash and precision pumps and cleaned the wash and precision valves. The fse performed a diagnostic test which met specifications. Although hardware issues were addressed, no clear root cause could be determined for this event.